Manufacturer narrative:
The t:slim pump user guide states: "change your infusion set every 48-72 hours." The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery after loading a new cartridge on the pump and attaching the same infusion set that had been in use since (B)(6) 2014. Customer stated that cartridges are frequently refilled and reused. There was no reported impact to customer's blood glucose level.